Manufacturer narrative:
Follow-up # 1 date of submission 9/9/2013-device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2013 with the following findings: there's no visible damage to the keypad. The contrast, ok, & down buttons have an intermittent response. The up button responds properly. Removed the keypad & found the ok button contact inverted, as well as contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok button became harder to presses to illicit a response. The reporter confirmed that the keypad was intact with no peeling or damage noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.